Event description:
It was reported that the end user experienced an increase in urinary tract infections (utis) over the past few months following the product update from the hollister vapro pocket to the hydrabalance version. Specifically, it was reported that the end user experienced a total of three utis within the past two months. It was further reported that the end user first noticed a change in the catheter product approximately three months ago, and the onset of utis began shortly thereafter, approximately 8 to 10 weeks ago. It was also reported that the end user has been performing intermittent catheterization for approximately 3.5 to 4 years and uses this sku of product during the day. While it was reported that the end user has experienced utis in the past, the end user reported that the frequency appears to have increased in recent months. It was additionally reported that the end user has been intermittently treated with antibiotics, but the end user does not feel that the treatment has been effective.

Manufacturer narrative:
A device history records review and sterilization documentation review was conducted based on the lot number provided and they were found to be complete and accurate. Device samples not provided. The root cause of the reported urinary tract infections could not be determined. Causation has not been established. This product is not sold in the united states. This product is similar to 72144 vapro catheter sold in the united states.